Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated upon receipt. The device had to be primed to fill. The circulation pump was replaced. The device passed all applicable testing and is ready for use. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not cool but did not have the device in front for further diagnostics. They stated that the device was due for 2000-hour service and requested a quote. Per follow up information received via task on 18feb2025, spoke with biomed who confirmed no patient involved at the time of the issue. Confirmed device was coming to depot for repair. Per sample evaluation results received via task on 05mar2025, it was reported that the arctic sun device was primed to fill.